Event description:
Nurse contacted dexcom technical support on (B)(6) 2015 on patient's behalf and claimed that on (B)(6) 2015 the patient experienced a hardware failure. The nurse did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).